Event description:
Per provider the valve is stuck. Per independent repair center statement, the unit is alarming or red light. The rexroth valve is stuck. The poppit kit valve is not shifting. The power switch short circuit and the ty wraps on tubing is leaking.